Event description:
It was reported that the patient was placed on their current system controller on (B)(6) 2025. On (B)(6) 2025, the log files captured no external power and multiple other associated alarm types. The alarms occurred due to simultaneous power lead disconnects while switching power sources. The log file also captured driveline disconnects on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged controller were submitted for analysis. The submitted controller event log files did not capture the driveline being connected, but in the submitted replacement periodic log files, it was noted that on 01sep2025, the driveline was connected to the replacement controller for unknown reasons, confirming the exchange. The periodic pump log file showed the pump operating as intended in the data captured prior to the exchange. Due to the lack of log files from the event controller and the nature of periodic log file, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records could not be reviewed due to the serial number of the system controller being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Section 5 of the patient handbook and section 7 of the IFU ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.